Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific guide wire could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Locations of the etch mark is verified on each device. A change has been implemented to the loading procedures that will possibly prevent damage to the trigger wire. A new document that will be used as a training manual, as well as an alternate deployment sequence, has been approved for distribution. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently, releasing tension from the trigger wire, allowing it to be removed. This was effective in 2009. A review of the manufacturing records for this device indicated the device was loaded after the changes were implemented, but the procedure was before the new deployment technique was approved. Only the sheath and subassembly were received; no trigger wires. The complaint is considered confirmed at this time, as it is consistent with other field complaints. At this time, there is no evidence to suggest the device as not manufactured to specification. We have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male had aaa repair in 2009. The doctor had difficulty removing the black trigger wire without buckling the graft in the patient. The doctor contacted another physician who advised to apply more pressure. The wire eventually released and the procedure was completed. Additional information the following month: the doctor rotated the device through approximately 180 degrees through the fairly tortuous right iliac artery, slid back once and rerotated about 45 degrees to reposition in the correct orientation, but nothing more unusual. While watching the unsheathed body section of the main piece buckle into itself! A small type ii endoleak was noted. Dr. Stated that it was not difficult to guide the device into position, except the rotation. Release of the body piece at the renals was steady, and took care due to the neck being slightly funneled. The doctor did not want to drop too much below the renals. This was why he says it was especially alarming to watch the graft move about so much, as he tried to remove the trigger after the next step. The unsheathing of the contralateral gate was straightforward, and passing the contralateral wire was easy. After not being able to loosen the wire, the dr. Relaxed the pin vise for the top cap and tightened again. Device was prepped with 25000u in 50ml heparin saline.